Event description:
The patient stated, "I need someone to call me today, because of wearing the aligners. I now have to get a couple root canals and I've been in severe pain for the last couple weeks. My dentist put me on antibiotics and I will most likely, have to stop wearing the aligners. I need to speak to someone today to confirm, me taking the aligners off, due to the severe pain and having to go and get root canals done next week".

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.